Event description:
Reporter reports that the spike of a transfer set was broken. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Evaluation summary: results indicate that the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.